Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26719. It was reported the patient was not feeling the stimulation when the amplitude was increased to the maximum level. Lead diagnostics revealed one lead showed invalid impedances and one lead revealed high impedances. The patient underwent surgical intervention to remove and replace both leads which resolved the issue.